Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4), manufacturing date: 16. Jan. 2015, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the tfn-a (trochanteric fixation nail-advanced) tray in sterile processing, the consultant found the flexible hex screwdriver shaft was broken off from the handle. Both pieces are available to return. There was no reported patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (5mm hex flexible screwdriver, part number 03.037.028, lot number 9298601). The subject device was returned with the complaint condition stating that while inspecting the tfn-a (trochanteric fixation nail-advanced) tray in sterile processing, the consultant found the flexible hex screwdriver shaft was broken off from the handle. Both pieces are available to return. There was no reported patient or procedure involvement. The returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. It locks/unlocks the locking mechanism section of the nails per the associated technique guide. The product drawing, made to revision and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, the device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. The complaint was able to be confirmed at synthes customer quality (cq). The screwdriver was returned broken at the first distal flexible segment. The balance of the device shows some wear and tear. A definitive root cause was unable to be determined; however, the complaint condition was most likely caused by over-torquing of the device. It is not likely that the design of the device contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.